Event description:
On (B)(6) 2013 the patient underwent placement of a greenfield vena cava filter. On 12 september 2017 a computed tomography (CT) scan of the abdomen/pelvis-infrarenal revealed that the filter is tilted and 6 legs protrude through caval wall. Anterior longer leg protrudes through posterior duodenal wall; 6 shorter legs all protrude through caval wall as well. On (B)(6) 2019 a CT of the abdomen revealed that the filter had a 13 degree leftward tilt. It was further reported that the ivc filter terminates at the right renal vein ostium. No extravasation or strut fracture is seen.

Event description:
On (B)(6) 2013 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2017 a computed tomography (CT) scan of the abdomen/pelvis-infrarenal revealed that the filter is tilted and 6 legs protrude through caval wall. Anterior longer leg protrudes through posterior duodenal wall; 6 shorter legs all protrude through caval wall as well. On (B)(6) 2019 a CT of the abdomen revealed that the filter had a 13 degree leftward tilt.